Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had replace battery alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the insulin pump was beeping to replace battery and was turned hot and buttons were hot. It was reported that the customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed constant failed battery test after battery installation due to corroded battery tube. No hot battery or hot pump noted. Unable to verify battery power loss alarm or replace battery now alarm due to failed battery test. Device received with corroded electronic assemblies and corroded motor home switch.